Event description:
On (B)(6) 2012 customer reported that less than 15cc of diluent leaked from the right side of the lh 500 instrument onto the worktop. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found and replaced the tubing at pinch valve 49. Fse noted that the tubing was split due to wear. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. No further leaks were reported.

Manufacturer narrative:
(B)(4).